Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that cardiosave intra-aortic balloon pump (iabp) autofill failure. A getinge field service engineer (fse) replaced broken coil cable strain relief ran unit on trainer without issue, confrmed all calibrations are correct, compressor testing passed, drive manifold vacuumed leak testing was high but after reseating the disk the test passed, spoke with jamie about the issue and if it appears again to look into replacing the drive manifold or the executive processor. Unit was installed in 2018 but the exec processor board states a 1450 as the date on the confguration data. No patient involvement.

Event description:
N/a.